Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Patient's partner contacted dexcom on 05/31/2016 to report that the patient passed away on (B)(6) 2016. Patient's partner stated that the patient was in the hospital, admitted approximately (B)(6) 2016, for about one week prior to passing. A cause of death was not reported. A certificate of death was not provided. It is unknown if the patient was wearing the continuous glucose monitor (cgm) at the time of death. There was no alleged device malfunction. No additional event or patient information was provided.